Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio removed the analog pcb assembly for further examination and observed that the cause of the reported failure was that one of the internal hybrid layer capacitor (hlc) batteries, designator bt3, would no longer hold a charge and was losing voltage daily. The other hlc's, bt1 and bt2, remained stable. Physio was unable to determine what caused bt3 to deplete so rapidly. The customer was provided a replacement device.

Event description:
The customer contacted physio-control to report that their device was depleting charge pak's at a higher rate than expected. Physio-control examined the customer's returned device and observed that the unit would not remain powered on, which prevented the device from charging and providing defibrillation therapy. There was no patient use associated with the reported event.